Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description, a likely cause is either a spike or y connector leak. Over pressurization above 300mmhg, excessive handling or stress put on the y connector tubing connections or spikes can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. There has been no adverse trend for spike fluid leaks. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked when they were priming for a trauma team activation that was arriving. The leak was noted to be from a crack in one of the two infusion ports where the fluid is plugged into. No injuries or medical interventions were required due to the alleged malfunction and a second tubing was primed successfully.